Manufacturer narrative:
Visual and performance tests showed that the device has formed a blister from delamination of initial latex layer of catheter. This blister blocked the inflation lumen and caused the catheter to not deflate.

Event description:
A catheter would not deflate. Pt was sent to ER to have it removed. No harm to pt.